Event description:
It was reported by the site that the controller display was hard to read. Decision was made to exchange the controller; the controller was exchanged without problems. After the exchange, the site reported that the controller only started after connecting to the monitor and pushing the start button. The clinical specialist called the site to clarify. The customer complained about not starting back up controller but the clinical specialist figured that they disabled the vad stop alarm for controller - set up and went with the controller connected to battery to the patient where they switched the driveline from old to new controller. It could not start as they did not follow the IFU. When they attached the monitor, the controller started without problems. Pump stop was for about 1 minute. Patient tolerated the pump stop without problems and is already back at home.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Manufacturer narrative:
The controller was returned for inspection. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. No anomalies observed on display during bench test. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.